Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date a 21mm trifecta valve was implanted in the the aortic valve. On (B)(6) 2023, a 25mm navitor valve was implanted into the trifecta valve in a valve in valve procedure. The reason for the valve in valve procedure is unknown. The patient remained hemodynamically stable during the procedure. The patient was reported stable.

Manufacturer narrative:
An event of valve in a valve in valve procedure was reported. A more comprehensive assessment could not be performed as the device remains implanted and was not received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
N/a

Manufacturer narrative:
An event of navitor valve was implanted into the trifecta valve in a valve in valve procedure was reported. A more comprehensive assessment could not be performed as the device remains implanted and was not received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that on an unknown date a 21mm trifecta valve was implanted in the the aortic valve. On (B)(6) 2023, a 25mm navitor valve was implanted into the trifecta valve in a valve in valve procedure. The reason for the valve in valve procedure is unknown. The patient remained hemodynamically stable during the procedure. The patient was reported stable.